Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced erratic blood glucose with hyperglycemia up to 350 mg/dl around travel, illness, dehydration treated with intravenous fluids, and an occlusion alert while using the ilet system; the user changed the infusion site and glucose returned to within range, and no backup therapy, ketone testing, or professional medical intervention was required. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device component, and the event was associated with insulin delivery interruption consistent with an occlusion. It was concluded, based on previously established findings for similar reports, that the cause was not established.